Manufacturer narrative:
Concomitant medical products: 50 ml b braun infusion bag (lot j8e724, exp (B)(6) 2019) of dexamethasone in sodium chloride injection usp. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the secondary IV tubing set separated just below the drip chamber and spilled fluids onto the floor when the nurse hung the pre-med. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the secondary set separated and leaked was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the drip chamber outlet port. Functional testing was not performed due to the separation which was leaking fluid. Inspection under magnification showed that both sides of the tubing had no solvent applied at the engagement. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported that the secondary IV tubing set separated just below the drip chamber and spilled fluids onto the floor when the nurse hung the pre-med. There was no report of patient harm.